Event description:
This custom-made orthopedic implant was used in a surgery performed on (B)(6) 2024. Despite some intraoperative challenges with the cutting guide, the surgery was successfully completed. However, post-operative complications have now been reported. The final construction did not hold, leading to plate collapse. Three distal screws and the most proximal screw have disengaged. Pseudarthrosis has been observed, indicating a lack of bone healing at the surgical site. A revision surgery is scheduled for (B)(6) 2025.